Manufacturer narrative:
(B)(4). Concomitant medical products - femoral component precoat size g right #00595001702 lot # 6269683, tibial component stemmed precoat # 00598004702 # lot 63166073, palacos r+g 1 x 40 # 66022663 lot # 82434487. (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision of the tibial bearing two years post initial surgery due to pain, swelling and limited range of motion. During the revision procedure, the surgeon performed soft tissue releasing and re-surfaced patella. Attempts have been made and additional information on the reported event is unavailable.